Manufacturer narrative:
Follow-up #1: date of submission 03/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the returned battery cap and cartridge cap were used to complete the investigation. A review of the alarm history indicated a call service (cs) 087 alarm. During evaluation, a ¿cs069¿ alarm was reproduced by applying light pressure on a component on the pcb. Unrelated to the complaint, the text on the display screen was found to be dim and faded. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting call service alarms at random that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.